Event description:
On (B)(6) 2002, the patient underwent treatment of a ~ 5 cm abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. In 2004 or 2005 (date unknown), follow-up imaging identified aneurysm enlargement (amount unknown) of the abdominal aneurysm, along with enlargement (amount unknown) of the patient¿s common, femoral, and popliteal arteries. On (B)(6) 2005, an abdominal ultrasound showed the maximum aneurysm diameter measured 4.5 x 4.7 cm. On (B)(6) 2007, the aneurysm measured 5.3 cm. On (B)(6) 2012, an aortic ultrasound (us) showed the aneurysm measured 8.3 cm. It was reported the stent graft appeared to be surrounded by a large degree of mural thrombus with diffuse dilatation of the native abdominal aorta. There reportedly was no evidence of vascular flow within the thrombus surrounding the stent graft. On (B)(6) 2014, an aortic us showed the aneurysm had increased to 9.2 cm. It was reported there was evidence of vascular flow within the aneurysm adjacent to the proximal portion of the graft, which was reported to be consistent with endoleak. On (B)(6) 2014, follow-up imaging showed aneurysm enlargement to 9-10 cm with no evidence of endoleak. It was reported the aneurysm enlargement was being caused by endotension. On (B)(6) 2014, an additional procedure was performed whereby five gore excluder aaa endoprostheses were implanted to reline the previous devices. During the procedure, it was reportedly noted that the contralateral leg component implanted in the left iliac artery had retracted and possibly migrated proximally (amount unknown) due to remodeling. There was reportedly no evidence of a distal type I endoleak. Two additional devices were implanted on both sides for extension closer to the hypogastric arteries. Final angiography showed exclusion of the aneurysm and no evidence of endoleak, and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Patient medications include jantoven, digox, lofibra, plavix, amiodarone, lipitor, furosemide, lisinopril, doxazosin, and klor-con.a review of the manufacturing records could not be performed as the lot number has not been provided.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pc-12-12-00/011931201. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis. The device used in this particular case was the original gore excluder® bifurcated endoprosthesis.